Event description:
In (B)(6) 2011, t8-ilium degenerative scoliosis surgery was performed. Post op films showed the cement fills within the t6 and t7 vertebral bodies was complete and looked good. Routine follow up imaging studies appeared consistent with the post op imaging studies. The patient went to the e.r. On (B)(6) 2012 with neurological deficits and significant kyphosis at the t7 level. Surgery was performed to decompress the patient and extend the rods cranially to reduce the kyphosis. Imaging studies at this time showed significant collapse of the t7 vertebral body that most of the cement in the t7 vertebral body had disappeared and was no longer present in its original form. A small half moon of the cement was present at this level. The patient is reported to have experienced an incomplete spinal cord injury and paraplegia.

Manufacturer narrative:
No lot number or sample was available. Without a lot number, a review of manufacturing records cannot be completed. Without a product sample we are unable to confirm the reported issue or identify the root cause. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. The incidence of complaints will be monitored for future occurrence. Confidence cement remains in patient.

Manufacturer narrative:
It was reported on (B)(6) 2013: that dr. (B)(6) reported that he had an unusual adverse event regarding a patient that he treated with confidence cement from a (B)(6) 2011 surgery. He performed a t8-ilium degenerative scoliosis surgery vertebroplastic at the t6 & t7 levels. The patient went to the ER on (B)(6) 2012 with neurological deficits and had developed significant kyphosis at the t7 level. He operated on the patient on (B)(6) 2012 to decompress the patient and extended the rods cranial to reduce the kyphosis. He commented that the cement fills within the t6 & t7 vertebral bodies were complete and looked good on the post op films from the (B)(6) 2011 surgery. Routine follow up imaging studies look consistent with the post op imaging studies. He said that the imaging studies taken in the ER (B)(6) 2012 showed significant collapse of the t7 of the vertebral body had disappeared and was no longer present in its original form. A small half moon of the cement was present at this level. The sample product was not returned for evaluation as it was retained by the facility. A device history record (DHR) review could not be conducted as the lot number of the product was unknown. A review with quality engineer was conducted and it was noted that based on the complaint description, the procedure looks to have yielded a satisfactory result based on post-op imaging. In our complaint memo for the design risk assessment, this complaint was included in the failure mode of ¿cement breaks down under fatigue loading¿. A CAPA would not be required because this is most likely an isolated incident and the occurrence rate of this failure is at or below the occurrence rate that was provided in the revised design failure mode and effects analysis (B)(4). A review with medical director was conducted and it was noted that not enough information was provided to draw any conclusions. A review of the complaint trend analysis found no observed trends for issues of this nature. Therefore, without a product sample, we are unable to confirm the reported issue or identify the root cause, and this complaint will be closed with no further action required. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required.